Manufacturer narrative:
(B)(4). Sections pt info, & implant date.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient in (B)(6) experienced inflammation at the percutaneous endoscopic gastrostomy (peg) stoma site. Stoma site wound culture was done and patient was treated with antibiotic kefexin 500 mg three times a day. On (B)(6) 2016, the patient experienced bad smell and pain at the stoma. The patient went to emergency services and was treated with antibiotic kefalex (IV). It was reported that the internal fixation plate had been loose which caused gastric juices to come out. The physician prescribed trikozol and kefexin three times a day. The internal fixation plate had been tightened. The secretions from stoma has been decreased.